Event description:
The customer reported the radical-7 device turns itself off during operation. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative. The returned device was evaluated. The device powers on and off using battery and ac power. "Mx comm failure" displayed after leaving the device on for a few minutes and the device is not functional when this error is present. The reported complaint was not duplicated since the device does not power off however, the error message causes the device to not function by design. A known good technology board was temporarily installed in customer's device and the failure was not observed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the radical-7 device turns itself off during operation. No patient impact or consequences were reported.